Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of spiroflex vg thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined. It was observed that the spiral shaft was unraveled and there was a leak in the spiral shaft 74cm from the tip. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error code occurred when trying to initiate aspiration. A spiroflex® vg angiojet® thrombectomy set was selected for use in a thrombectomy treatment procedure in the iliac. The catheter was primed and advanced into the patient. The physician noted about two seconds into the procedure, but before aspiration started, the system would stop and the error code "check saline supply" occurred. They tried to reset the system three times before the system recommended a new catheter. A new spiroflex® vg angiojet® thrombectomy set was obtained, primed and advanced into the patient. During use of the device it was noted that blood coming out of the tubing of the catheter on the sterile field. The procedure was completed with a different device. No patient complications were reported and the patient is fine. However, the returned product analysis revealed that the spiral shaft was unraveled.